Event description:
A report was received that the patient's ipg will be relocated. The reason for the procedure was unknown.

Event description:
A report was received that the patient's ipg will be relocated. The reason for the procedure was unknown.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.

Event description:
A report was received that the patient's ipg will be relocated. The reason for the procedure was unknown.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was relocated as the patient did not like its location. The patient was doing well postoperatively.